Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7051957, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient had infection. Symptom of rash was noted on the incision sites. The patient was placed on antibiotics. The physician confirmed that the infection was not device nor procedure related. The patient was doing well.